Event description:
It was reported that pump experienced malfunction 24 with fault ID 0x2219 and that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed warranty status and shipping details, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.